Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 16mm amplatzer septal occluder was selected for implant using an 8f amplatzer trevisio intravascular delivery system. It was noted during procedure via fluoroscopy, that the occluder exhibited a cobra deformation multiple times when deployed. The deformed occluder was never released from the delivery cable while inside the patient. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The 16mm amplatzer septal occluder mishandled or damaged during device preparation. The decision was made to remove and replace the 16mm amplatzer septal occluder with another one of the same size to complete the procedure. No adverse patient consequences were reported. The patient was stable at the time of report.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.